Manufacturer narrative:
Continuation of medical devices: product ID 3889-28 lot# va0qdwk, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who had an implantable neursotimulator. It was reported that patient fell on top of the implanted battery and had a loss of efficacy and a change in location of stimulation. Impedance testing was done; lead impedances were >4000. It was noted that patient and healthcare professional felt fall caused lead to break. An explant/replacement was done. No further complications were reported. [Please refer to pe (B)(4) for ens wont pair with controller; green light stuck on]